Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a snack that was not announced as a meal while using the ilet system, noted by a downward trend arrow during a call; education was provided regarding insulin delivery, correction dosing, and allowing glucose to level off. Symptoms included elevated blood glucose up to 270 mg/dl without acute complications. Outcomes included transient hyperglycemia lasting about two hours without medical intervention, backup therapy, or ketone testing. Investigation included troubleshooting and user education regarding missed meal announcements and system use. Investigation of this case revealed user-related factors, specifically a missed meal announcement, which aligned with expected device behavior and explained the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement leading to delayed insulin response.